Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, white particles on the shell, creases fold, and wear abrasion. A microscopic analysis was performed which identified: two crease sharp openings on posterior. Based on the device analysis the final assessment is: two crease sharp openings on posterior assessed as fold flaw opening.

Event description:
Explanting physician reported "when opening the prosthetic capsule, abundant gel bleeding with punctiform rupture at the posterior upper pole of the implant". The rupture was initially diagnosed by MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported "when opening the prosthetic capsule, abundant gel bleeding with punctiform rupture at the posterior upper pole of the implant". The rupture was initially diagnosed by MRI. The device has been explanted. This record relates to the right side.